Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. The device was not used on a patient. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.

Event description:
A sales manager stated a nurse reported a foreign body (an insect wing) inside an unopened packet of suction tubing.